Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: lap chole. According to the reporter: after surgery, 2 clips came off and bile leakage occurred. Re-operation was needed. No bleeding. Fallen pieces could be retrieved. No pt info available. Two days post-operatively, re-operation occurred and then the fallen clips were retrieved. The returned product was broken the distal of shaft.